Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the rep stated the patient has had some communication issues with their patient controller (pc) since being implanted. No further complications were reported. No patient symptoms were reported. Additional information was received from the patient who reported they were having issue with adaptive stimulation (as). Patient reported their representative set everything up with positions on program a and c but b was missing. Patient reported everything they would switch it to b, it would turn itself off when the patient rolled on their back. Patient reported that problem was fixed but when they went home and rolled on their back the controller would think they were standing and they kept "getting a joy buzzer" when they would lay on their back. Patient reported they contacted a manufacturer representative who walked them through on how to set positions. Patient reported it would not let them check position on a or b but could on c. When patient rolled on their belly it shut off and woke them up due to pain. Patient reported on program b every time they would lay down, it would think they were standing up. Patient reported they finally got it to recognize and indicated they were advised to call in for a new controller. It was reported they have had communication issues with no device found with or without rtm connected.